Event description:
It was reported by service report that the fowler would not work and could not lay flat under weight and the manual CPR release did not function. The customer could not determine if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: potentiometer linkage, fowler assembly.